Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00940 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on november 5, 2015, omsc confirmed that the ptfe pad of the device was partially peeled. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the probe damage error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Please cross-reference the following reports: 8010047-2015-00941, 8010047-2015-00942, 8010047-2015-00943.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented. Please cross-reference the following reports: 8010047-2015-00941, 8010047-2015-00942, 8010047-2015-00943.

Event description:
Olympus found that the user reported four events about tb-0535fc to (B)(6)). Each device was used different date. This report was the first report of four. The subject device was used during an uncertain procedure. Probe damage error occurred when the user output seal & cut activation. The user continued to use the device after cleaning the device. And the error occurred again. The user found that the ptfe pad was lifted when the user checked the device. The procedure was completed with another thunderbeat device. There was no patient harm reported.